Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report reproducible discordant reactive vitros hiv combo results from a patient sample from a birthing mother and a patient sample from the newborn baby when using a vitros immunodiagnostic products hiv combo (hivc) reagent with a vitros 5600 integrated system. False positive vitros hiv combo results are not a vitros potential health and safety criteria. However, as unknown treatment was administered to both the mother and the newborn baby based on the vitros results, this constitutes a potential health and safety complaint and is reportable. Mother sample results of 1.38, 1.31 and 1.38 s/c (reactive) versus the expected result of negative baby sample results of 1.91, 1.95 and 1.95 s/c(reactive) versus the expected result of negative biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros hivc results for the mother and the newborn baby were reported outside the laboratory. Based on the vitros results, unknown treatment was administered to both the mother and the newborn baby. However, ortho is not aware of any allegation of actual patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
A customer reported reproducible discordant reactive vitros hiv combo results from a patient sample from a birthing mother and a patient sample from the newborn baby when using a vitros immunodiagnostic products hiv combo (hivc) reagent with a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided by the customer. Reported biorad qc fluid performance indicates a vitros hiv combo lot 0710 performance issue is not a likely contributor to the event and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros immunodiagnostic products hiv combo lot 0710. The customer did not perform any precision testing on the vitros 5600 systems when requested, so no assessment of the instrument's performance at the time of the event was made. However, the customer gave no indication of any vitros 5600 system malfunction, patient sample results were reproducible for both the mother and the newborn baby and qc fluid performance was acceptable. Therefore, an instrument issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected samples, although this could not be confirmed. The presence of a sample interferent in the blood of both the mother and newborn baby cannot be ruled out as contributing to this event. No testing was performed for the presence of a sample interferent using appropriate blocking tubes when requested.